Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 467 mg/dl. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer treated high blood glucose level with insulin pump. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer declined to continue troubleshooting on insulin pump. The insulin pump will not be returned for analysis.